Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used in the rectum during a lower endoscopic mucosal resection (emr) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop became embedded in a large rectal polyp. Attempts to remove the snare from patient tissue included manual manipulations, cutting the snare distal to the handle, and removing and reintroducing the scope. Reportedly, the working length kinked and lost stiffness following these attempts. Eventually, the snare was removed. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used in the rectum during a lower endoscopic mucosal resection (emr) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop became embedded in a large rectal polyp. Attempts to remove the snare from patient tissue included manual manipulations, cutting the snare distal to the handle, and removing and reintroducing the scope. Reportedly, the working length kinked and lost stiffness following these attempts. Eventually, the snare was removed. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). (Device avail for evaluation?, returned to manufacturer date), and block (device eval by manufacturer?, device eval by MFR sum attach? Device not eval by MFR code, device return to manufacturer?) Have been corrected. A visual examination of the complaint device found that the device had several kinks in the catheter, two in the distal section and another in the middle section. Functional evaluation was performed and the loop did not extend. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used in the rectum during a lower endoscopic mucosal resection (emr) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop became embedded in a large rectal polyp. Attempts to remove the snare from patient tissue included manual manipulations, cutting the snare distal to the handle, and removing and reintroducing the scope. Reportedly, the working length kinked and lost stiffness following these attempts. Eventually, the snare was removed. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.